Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an issue with inserting the infusion set. The customer will be sent a replacement for their infusion set. The customer¿s blood glucose level was 22 mg/dl. The customer declined troubleshooting for their low blood glucose. The customer stated the low blood glucose level was due to lack of carbohydrates for dinner and high physical activity. The customer treated the low blood glucose with carbohydrate intake. The device will not be returned for analysis.